Manufacturer narrative:
A device history record confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were four (unopened) unit boxes returned for this complaint. All samples were visually inspected, specifically for any damage in the luer and deformities of the hub. All samples passed inspection and no deviations were found. The reported condition could not be confirmed. The exact root cause could not be determined based on the returned samples. The investigation analysis did not identify any issues with the manufacturing process that would have caused this issue. A 6m root cause investigation was conducted and reviewed for potential contributing factors. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damaged components and poor workmanship. The lot met all defined acceptance criteria and was released. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a formal corrective/preventative action will not be issued at this time. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the item doesn't fit on the syringe.